Event description:
It was reported to boston scientific corporation that a wallstent rx biliary covered endoprostheses was implanted within the distal common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6), 2010. According to the complainant, this patient was part of an independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. Per study protocol, the stent was placed in order to relieve symptoms brought on by the malignant stricture. On (B)(6), 2010, nineteen days post stent placement, the patient presented with icterus as her c - reactive protein and bilirubin levels were elevated. As a result of the jaundice, the patient was hospitalized. The patient's general condition was reportedly getting worse; therefore, another endoscopic retrograde cholangiopancreatography was not performed. Based on the patient's symptoms, it was thought that there was an obstruction in the bile duct, however, as no further endoscopic intervention was performed, it "was impossible to say" if the stent was implicated in the blockage. The patient remained hospitalized for several days, and it was reported that due to her age and progression of her disease, that death was an expected outcome. On (B)(6), 2010, the patient passed away. No autopsy was performed. In the physician¿s assessment, the patient died due to the progression of underlying cancer.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary covered endoprostheses was implanted within the distal common bile duct of a cancer patient, during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2010. According to the complainant, this patient was part of an independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. Per study protocol, the stent was placed in order to relieve symptoms brought on by the malignant stricture. On (B)(6) 2010, nineteen days post stent placement, the patient presented with (B)(6) - reactive protein and bilirubin levels were elevated. As a result of the jaundice, the patient was hospitalized. The patient's general condition was reportedly getting worse; therefore, another endoscopic retrograde cholangiopancreatography was not performed. Based on the patient's symptoms, it was thought that there was an obstruction in the bile duct, however, as no further endoscopic intervention was performed, it "was impossible to say" if the stent was implicated in the blockage. The patient remained hospitalized for several days, and it was reported that due to her age and progression of her disease, that death was an expected outcome. On (B)(6) 2010, the patient passed away. No autopsy was performed. In the physician's assessment, the patient died due to the progression of underlying cancer. On (B)(6) 2011, it was reported to boston scientific that the complaint device was a wallflex rx biliary partially covered stent, not a wallstent rx biliary covered endoprostheses.

Manufacturer narrative:
Independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.